Event description:
It was reported the pt has swelling and pain at that implant site. The pt also feels that the implant is moving around. The swelling at the implant site causes the pt to press on the paddle of the antenna to locate and recharge the ipg.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.